Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. The customer had performed a system check and the occlusion appeared to be within the cartridge. The customer changed the supplies on the pump and insulin delivery was resumed.